Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e1 (initial rep name, telephone number), b3, h6 (type of investigation, investigation findings, , investigation conclusions). A getinge field service engineer (fse) stated the customer did not report any further high-temperature alarms afterward. The alarm did not reappear. No spare parts have been replaced. All functional and safety test performed and passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) equipment triggered a high-temperature alarm during use. There was no patient harm or injury.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: e1 (event siteaddress).

Event description:
N/a.